Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/17/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation. A manufacturing record evaluation (mre) was performed for the finished device number 73995, and no non-conformances related to the reported complaint were identified. The device was visually inspected, and no apparent damage was found. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor siltex 325cc saline prosthesis experienced left sided deflation post procedure. The patient received a medical diagnosis for the deflation. As a result, device replacement with allergan implants was performed on (B)(6) 2019.